Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 8mm force bipolar instrument had a broken/exposed wire in joint. The procedure was completed. Isi followed up with the initial reporter and obtained the following additional information: the force bipolar was never used on the patient. The damaged wire was discovered while opening the room for the procedure. The patient was never in the room with the instrument. There are no photographs or videos of the instrument since it was not used.